Manufacturer narrative:
On (B)(6) 2021, the customer contacted customer service and alleged she had mastitis from not being able to pump with her medela breast pump and she had been prescribed medication. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that she was experiencing low suction on one side when the letdown phase begins with her pump in style max flow breast pump. She additionally alleged she had already done troubleshooting with her parts.

Manufacturer narrative:
The device was returned with the customer's tubing. The device was evaluated with the customer's tubing and lab kit on (B)(6) 2021. The device passed suction and cycle specifications. The customer's report of low suction could not be confirmed.